Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited loss of capture, high thresholds, pacing failure and had dislodged. When preparing to revise the ra lead, increased right ventricular (rv) lead thresholds were also observed. During the revision the patient experienced a significant decrease in blood pressure and pericardial effusion due to perforation of the ra lead. Pericardial drainage was performed and the lead was repositioned. Decrease in sensed wave was also observed on the right ventricular (rv) lead. The ra and rv leads were then explanted. No further patient complications have been reported as a result of this event.